Manufacturer narrative:
The device was repaired on site by replacement of the pcb graphic controller. It was put back into use and reportedly no further problems occurred. The reported warm start could be confirmed by the log file-analysis, several entries were seen related to a faulty pcb graphic controller. The device performed several warm starts in order to solve the problem. In this case an audible alarm is posted and the device briefly powers off and then back on. During this time, an emergency-breathing valve opens allowing for spontaneous breathing. In the event that the device stops ventilating, audible alarms and visual messages are activated informing the user of the status of the device. Manual ventilation with an alternate device may be considered necessary. The device is 9 years old and performed ventilation for about 55.000 hours so far.

Event description:
It was reported that the device rebooted with an acoustical alarm unexpectedly while in use. The customer replaced the device. No injury reported.